Event description:
It was reported that after undergoing a thr on (B)(6) 2013, the patient required a revision surgery in 2014 due to unknown symptoms. During the revision surgery the femoral head was exchanged. No furhter information was reported.

Manufacturer narrative:
H6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for total hip systems revealed that warnings and precautions that the patient should be advised to report any pain and decrease in range of motion as well of unusual incidences. Position changes in the components may compromise the durability of the implants. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a thr on (B)(6) 2013, the patient presented with pain and immobility of the right leg following a femoral neck fracture on (B)(6) 2025. A prior revision surgery had been performed in 2014 to replace the attachment head; however, no issues with the stem were identified at that time. Upon evaluation in (B)(6) 2025, a fracture of the femoral stem was confirmed. A revision surgery, including stem replacement, was performed on (B)(6) 2025. Patient¿s current health status is unknown.